Manufacturer narrative:
A united states customer reported that a falsely elevated cardiac troponin I (tni) result was obtained on one patient sample on dimension exl with lm instrument. The quality control (qc) was in range on the day of event. Siemens remotely reviewed the instrument data and determined that the instrument's reagent 2 (r2) probe was overdue for replacement. Additionally, on the day of the event, system check was failed for the sample, reagent 1 (r1), reagent 2 (r2), heterogeneous module (hm) wash, and reagent management system (rms). There was also a "loci hi" error. Siemens informed the customer of the observation and the customer is now aware that they have not been performing the required maintenance as required. The elevated tni result is consistent with the instrument error. The instrument was performing within specifications.

Event description:
A falsely elevated cardiac troponin I (tni) result was obtained on one patient sample on dimension exl with lm instrument. The discordant patient result was reported to the physician(s), who questioned the result. The patient was redrawn and the new sample was tested on the same day and recovered lower. The original sample was reprocessed on the initial instrument and the result recovered lower than the discordant result. Later, on (B)(6) 2022, both samples were reprocessed on the original instrument. The repeat results were lower than the discordant result. The repeat result of <0.017 ng/ml was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni result.

Manufacturer narrative:
Siemens filed the initial MDR on 28-mar-2022. Additional information (09-mar-2022): the customer indicated that the instrument was performing within specifications after replacing the reagent 2 (r2) probe. Corrected data and additional information (31-mar-2022): siemens further investigated the issue and upon reviewing instrument files, siemens determined that both repeat results from the initial sample were <0.017 ng/ml, with raw analyzer results of 0.000 and 0.008 respectively. Section b6 was updated to reflect the corrected data. Additionally, the analytical data demonstrated that the aspiration of the initial sampling was atypical, which potentially contributed to the elevated result. No other samples produced a similar atypical pattern, indicating the issue was limited to the sampling on that specimen only and not related to an issue with the instrument sampling system. The issue is not consistent with an malfunction of reagent arm 2 probe (r2) or the loci module even though there was a system check failure on the day of the incident. The instrument data eliminated an instrument issue causing the elevated result. Siemens determined that a sample integrity issue potentially contributed to the falsely elevated cardiac troponin I (tni) result. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusion codes in section h6 were updated to reflect additional information.